Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was leaking at the junction of the extension tube and bifurcate of the arterial line. The catheter was replaced with a new catheter.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One used dual catheter was received for analysis and investigation. Visual evaluation of the sample revealed signs of use. Under water testing was performed and a leak was identified on the catheter at the red adapter of the extension tube. A small cut was observed on the tubing. The event reported was confirmed. It can be concluded that the product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. 100% of the devices are inspected for leaks or cuts in the extensions per procedure, therefore the most probable root cause can be considered as damaged during use. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.